Manufacturer narrative:
Three unused infusion sets were returned for evaluation. The used infusion set in question was not returned. Visual inspection revealed no abnormalities or product faults. During functional testing on artificial skin, all three devices adhered and held securely to the skin and displayed no issues or abnormalities. As the returned product was confirmed to operate as intended, no evidence was found to suggest the reported event was related to an intrinsic product problem.

Event description:
Distributor reported on behalf of home care patient that during use of the device for the infusion of insulin, the infusion set detached from the patient's skin and fell away from their body. No adverse effects to patient reported.